Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome switch. No button error alarms noted. The insulin pump was unable to verify motor error alarm due to unresponsive act button. The insulin pump was received with minor scratches on lcd window, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 276 mg/dl. The father of the customer reported a button error alarm from the insulin pump. The father of the customer also reported that the buttons of the insulin pump were unresponsive. The father of the customer reported that the insulin pump might have been bumped. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.